Manufacturer narrative:
Inquiry of the customer confirmed that no injuries were incurred and that the manual release did function properly but another unit was called in for ease of transport. The unit was evaluated by emsar, on behalf of the manufacturer. The malfunction was confirmed and repaired. The cot was operating with manufacturer specs after the repair and returned to service. We are reporting due to the delay in transport.

Event description:
While in the rain storm the stretcher would not lower. We ended up lowering it manually. Another unit was called to continue the transport as the lowering button on the stretcher did not work.